Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a specific root cause of the led not lighting up was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the maintenance unit was leaking during reprocessing. Upon inspection and testing of the returned device, there was a faulty switch, it was noted that the power switch light emitting diodes (leds) were not lit and the plastic cap was torn off. The protective cover and the ac inlet at the rear were cracked. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The air pressure fluctuated when the air gauge was wiggled due to worn out connector socket and air joint unit. In addition to the findings reported in event, it was also noted that 4 suction feet at the bottom of the device were removed and replaced with non-olympus parts. The main chassis and top cover had paint scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.